Event description:
It was reported that approx thirty pts experienced an electrical shocking sensation resulting from water dripping from an insert connected to a cavitron plus unit. No injury resulted. Also, it was reported that the foot controller did not function correctly, though it is unk if this is related to the event.

Manufacturer narrative:
Though there was no report of injury, because device evaluation results are not available at this time, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable per 21 cfr 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.